Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the device slipped down at implant but no cuff was implanted. An annual CT scan approximately six months post implant showed that the device had slipped further and resulted in a type ia endoleak. Another manufacturer's fenestrated device was implanted but the endoleak did not resolve. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film review summary: the exact cause of the inaccurately delivery of the bifurcate at implant, and bifurcate migration post-implant leading to proximal type I endoleak could not be conclusively determined from the films provided. Pre-implant and earlier post-implant films were not provided. Annual CT's that showed the proximal type I endoleak was not returned. The returned films did not show any obvious characteristics that could have contributed to the inaccurate delivery of the bifurcate at implant. This may have been user related. The films provided showed that there has been disease progression with expansion of the infrarenal aortic neck, which has led to lack of radial stent graft apposition with the proximal aortic neck. There also appears to have been increased neck and limb angulation during the implant duration. Films provided only showed contrast surrounding the suprarenal stent of the bifurcate with no obvious endoleak in the aneurysm sac. Although no obvious endoleak was seen in the aneurysm sac, it is possible that there may be pressurization into the sac from the proximal side causing the aneurysm to expand. Disease progression (aortic neck dilatation) combined with morphology changes since implant may have contributed to lack of the proximal stent graft seal, which led to the bifurcate migration and the reported proximal type I endoleak.